Manufacturer narrative:
An event regarding crack/fracture involving a scorpio insert was reported. The event was confirmed. Device evaluation and results: material analysis of returned device was performed and indicated that the post of the insert fractured. The fracture surface was obscured by post fracture abrasion. Delamination, burnishing, scratching and third-body indentation were observed on the articulating surface of the insert. These are common damage modes of uhmpwe. Impression markings and explantation damage were also observed. In-service use damage was observed on the baseplate or femoral component. No material or manufacturing defects were observed on the surfaces examined. The provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is wear and fracture of the post of a uhmwpe tibial insert in a tka 9 years post implantation. This represents a relatively early failure of the tibial insert. No manufacturing defects were seen on material analysis. Common modes of wear were observed including delamination, burnishing scratching, and third body indentations. Details of the tibial post fracture were obscured by abrasions. It is likely that the tibial post and insert were subjected to higher than normal stresses imparted due to supporting soft tissue laxity, tibial/femoral malalignment or both." A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. It was reported that the patient was revised due to polyethylene wear. The reported event was confirmed as per provided material analysis engineer who indicated that the primary harm involved is wear and fracture of the post of a uhmwpe tibial insert in a tka 9 years post implantation. This represents a relatively early failure of the tibial insert. In-service use damage was observed on the baseplate or femoral component. The provided medical information was submitted to a consulting clinician who indicated "the primary harm involved is wear and fracture of the post of a uhmwpe tibial insert in a tka 9 years post implantation. Details of the tibial post fracture were obscured by abrasions. It is likely that the tibial post and insert were subjected to higher than normal stresses imparted due to supporting soft tissue laxity, tibia/femoral malalignment or both. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The customer reported that the patient presented with a large bake¿rs cyst behind right knee and received aspirations. 200-300ml of debris filled fluid was aspirated from cyst which recurred within 2-3 days. Arthroscopy was performed and synovial hypertrophy was observed with obvious polyethylene wear. Microscopy showed no culture. X-rays showed no obvious loosening. The patient was revised due to polyethylene wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that the patient presented with a large baker¿s cyst behind right knee and received aspirations. 200-300ml of debris filled fluid was aspirated from cyst which recurred within 2-3 days. Arthroscopy was performed and synovial hypertrophy was observed with obvious polyethylene wear. Microscopy showed no culture. X-rays showed no obvious loosening. The patient was revised due to polyethylene wear.